Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® bivona® custom adult tracheostomy tube was cracked and torn. The issue was observed during use of the device. No patient injury was reported.

Manufacturer narrative:
One customized uncuffed flextend¿ tracheostomy tube was returned for evaluation. Visual inspection of the device identified that the product identification on the neck flange was worn off. The shaft of the device was manipulated to reveal an approximately 8.25mm horizontal tear in the silicone material just above the neck flange and a 16mm tear on the distal side of the neck flange. No appearance of stretching was visible. Dimensional inspection of the device confirmed the correct shaft length as well as proximal and distal inner diameters. It was observed that the surface appearance of the damaged areas were irregular, suggestive of damage due to repeated use and propagating damage from device cleaning. A review of the device history record determined that the record was complete and the device met specifications. Based on the evidence, the complaint was confirmed. The evidence did not indicate that the issue was due to a manufacturing defect.